Manufacturer narrative:
Based on the claim against the product by the customer noting the vessel sealer (vse) instrument was not firing, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse tested the suspected e100 unit with a vessel sealer instrument and able to replicate then reported issue. Fse replaced the e-100 generator. The system was tested and verified as ready for use. Isi did receive a da vinci product to perform failure analysis (fa). The e-100 generator was analyzed, and the customer reported complaint was not confirmed by fa. The unit was installed into the test system, and it worked as intended with a synchroseal instrument installed. Fa used a synchroseal instrument with a saline dipped gauze in the jaws and fired the yellow pedal/sync activations cut/seal about 100 times and e-100 generator worked as intended without any issue.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the vessel sealer extend (vse) instrument was not firing. The reporter explained they were connected to the e-100 generator. The staff had tried to power cycle the e-100 generator with no change. The intuitive surgical, inc. (Isi) technical support engineer (tse) recommended the staff determine if the issue persisted when connected to the erbe generator. The reporter moved the vse instrument cable to the erbe generator, and it provided energy. The staff proceeded with the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.